Event description:
On (B)(6), 2010, the lay user/pt contacted lifescan (lfs) alleging that his one touch ultra meter was displaying an inaccurate high reading compared to another meter. Since the medical surveillance specialist (mss) was unable to reach the lay user/pt for f/u questions, this complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began at approximately 11:07 am on (B)(6), 2010. The pt reportedly tested on the subject meter and obtained a result of "221 mg/dl". The cca documented that the pt does not take oral medication or insulin injections to manage his diabetes. The pt claimed that after the alleged meter issue began, he exercised for an unspecified amount of time. At 11:15 am on (B)(6), 2010, the pt claimed that he became "antsy, light-headed, had tunnel vision, and blacked out." At an unspecified time after the onset of symptoms, the pt stated that the emergency medical services (ems) was contacted. The pt's blood glucose was reportedly tested on the ems meter and obtained a result of "48 mg/dl." At 1:30 pm, the pt claimed that he was treated with glucose tablet(s)/gel. No further info was provided on what transpired after the treatment was given. During the troubleshooting session, the cca documented that the reported blood glucose results were performed within 30 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The cca was unable to walk the pt through a quality control test on the reported meter because the pt did not have test strips available at the time of the call. Replacement meter and supplies were sent to the pt. Based on the info provided, this complaint is being classified as MDR reportable because the pt claims he obtained an inaccurate high reading on the subject meter, reportedly developed symptoms suggestive of a serious injury, and received emergency medical treatment for hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.